Event description:
Pt 3 hrs and 20 mins into dialysis treatment when blood leak was noted from blood pump segment. Approx 50cc lost. Biomed staff evaluated equipment. No problem found. Tubing changed and dialysis completed without complication.